Manufacturer narrative:
Eval method device history reviewed. Results: device history review found the prod met specs when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows body fluid between the upper hex stem and uv potting. Unit was run with fluid at 7l/min with 14 psi back pressure. Although no leak was detected in this 1 hr test, visual inspection indicates that a body fluid leak had once occurred at upper hex stem/potting interface, unit was dissected which clearly shows a leak path between uv potting and upper hex stem. It's possible that this body fluid has dried, sealing off the evident leak path. Unit was mfg on 1/11/07. Actions to mitigate hex stem leaks due to voids in the uv bond were implemented on 05/08/07. Conclusion: reduced performance of this device occurred and is related to the event. Device changed out with no reported adverse pt effects.

Event description:
Medtronic rec'd info that during cardiopulmonary bypass, a leak was detected from this hollow fiber oxygenator. The decision was made to change out the entire bypass circuit, which was performed without reported complication. There were no adverse pt effects associated with this clinical event.